Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
Package contain 11 surgical strips instead of 10.

Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation for lot 675627 was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. A tr was opened to retrain all the operators that had worked on this product and lot #. It was determined that the operator must have miscounted the strips and due to the weight variation of a missing strip being so small the count scale must have accidentally counted the appropriate amount. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.